Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible physical stress from handling by the customer contributed to the device leaking. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope. Connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope experienced the device leaking. The event occurred during reprocessing before the procedure. There was no delay. The patient was not under sedation. The intended procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the distal end was cracked. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of water leakage was confirmed. Due to damage on the channel tube, water tightness was lost. The channel was buckled and deformed. The distal end was cracked due to physical stress of the device. Additionally the following findings are also as follows: (a.) Due to damage on switch button 1, water tightness was lost, (b.) The universal cord had a scratch, (c) the light guide tube was scratched, (d.) The bending cover was leaking, (e.) The scope connector was leaking, (f.) One sound line was broken, (g.) And the objective lens was chipped slightly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.